Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
Customer reported that there was a flickering monitor during procedure while using a new smart cable and single use blades. This prevented intubating the patient with the product. No reported patient harm.

Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.